Event description:
The pt received the scs system on (B)(6) 2011. It was reported after the implant, the pt programmer was unable to initiate a communication with the implanted ipg the physician decided to explant the ipg and replace it with a new ipg. No pt complications were reported as a result. The procedure time was extended for less than five minutes.

Manufacturer narrative:
Eval: inspection of the returned ipg did not reveal any anomalies. The septum and header were clear and intact. The can was in good condition. The ipg was tested to mfg specifications. The ipg passed all tests. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.